Event description:
New leased ventilators were being implemented to replace previous vendor. Alarm sounded within 5 min. Appeared to be related to o2. Resident immediately replaced on previous ventilator. No harm to pt. Vent reading a5-alarm.